Event description:
Country of complaint: (B)(6). Defect type: broken thread (suture).

Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Complaint description: broken thread (suture). Samples received: 1 sample. Resistance voltage testing performed at node, presenting no break in unraveling the knot. No additional / other defects were noted or evident, and the results conform to requirements. Review of the master batch record documentation for the manufacturing process was carried out by checking the control process and results for the release of the product. No deviations were noted, and all recorded results conform to requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.